Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. Associated products: medical product: g7 neutral e1 liner 32mm d, catalog no.: 010000848, lot no.: 3891503. Medical product: arcos 15x150mm spl tpr dist , catalog no.: 11-300815 , lot no.: 967600. Medical product: arcos con sz a hi 50mm, catalog no.: 11-301310, lot no.: 318460. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent conversion right tha on (B)(6) 2021 by (B)(6) (B)(4). Subsequently, patient underwent revision rt tha on (B)(6) 2021 by (B)(6) due to stem subsidence & recurrent dislocation (B)(4).

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. The sterilisation certificates were reviewed and confirmed that product is sterilised within the specification range. Radiographs provided confirms dislocation and subsidence, further assessment could not be performed without the radiographs following the previous procedure. A review of the complaint database over the last 3 years has found 2 complaints reported with the item (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device discarded.

Event description:
It was reported that a patient underwent conversion right tha on (B)(6) 2021 by (B)(6) md (zsms #(B)(4)). Subsequently, patient underwent revision rt tha on (B)(6) 2021 by (B)(6) md due to stem subsidence & recurrent dislocation (zsms #(B)(4)).